Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative right-sided deflation. The patient was diagnosed with breast cancer in 2008 and underwent radiation and lumpectomy, no intervene surgery. The deflation happened since 2008, and was confirmed by a physician in 2019. As a result, the patient underwent removal and replacement with 375cc mentor smooth round moderate plus profile, catalog # 3502375, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.